Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 480 mg/dl. Customer stated he had performed troubleshooting on his own and did not wish to further troubleshoot. He was advised to speak with his doctor. Nothing further reported.